Manufacturer narrative:
No complaint was received with the return of the device. As received, a partial lead was returned in two pieces. Failure event was observed during analysis. Final analysis found external insulation abrasion in two locations. External abrasions were noted at 16.1 ¿ 16.9 cm from the connector pin and at 34.3 ¿ 35.7 cm from the distal tip. Both external abrasions were found breaching the optim sheath with intact silicone insulation beneath at the proximal region. The cause of the external insulation abrasion is consistent with friction to device can. All other damages were noted to be procedural. No shorts were found.

Event description:
This report is to advise of an event observed during analysis.